Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had t-wave over sensing and delivered inappropriate shocks. The lead is scheduled for a revision and remains in use. No patient complications have been reported as a result of this event. It was additionally reported a transmission noted the patient received inappropriate shocks again due to t-wave oversensing on the right ventricular lead. The lead was scheduled to be revised.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had t-wave over sensing and delivered inappropriate shocks. The lead is scheduled for a revision and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had small r-waves causing oversensing. Fluoro observed the distal coil was curled up into the apex in a v-shape. The lead was inactivated and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.